Event description:
In this event, it was reported that a zekrya bur separated during an extraction procedure. The separated piece entered a cavity in the spongy bone of the mandible and was subsequently removed surgically under general anesthesia.

Manufacturer narrative:
Per condition #1 of exemption e2006004, events meeting the definition of a serious injury are required to be reported. Therefore, because a serious injury resulted in this case. This event meets the criteria for reportability. The device was returned for eval, though, results are not available as of this report. Evaluation results will be submitted as they become available.